Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggested that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in both balloons. The review of the lhr (f1419107) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2015-00428.

Event description:
The following information was reported: two mynxgrip vascular closure devices were used on the same patient. The first device lost pressure in the balloon during pullback. The device was removed and the procedural sheath was re-inserted. A second mynxgrip vascular closure device was inserted and the balloon lost pressure when it was pulled back to the arteriotomy. After the second device failed, it was removed and the procedural sheath was re-inserted. The procedural sheath was then pulled out and manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop(arteriotomy). There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: diagnostic peripheral vessel size: 7 mm stick location: medium sheath size: 6f.